Event description:
It was reported that the customer contacted support for assistance with a supply change and initially deployed the infusion set incorrectly, pulling the teflon cannula out of the applicator before insertion, after which the agent guided a successful replacement and insulin delivery resumed; the event involved a use-related error during the infusion set procedure and pertained to the infusion set component. Symptoms included no reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.